Event description:
The intravascular ultrasound (ivus) was used to image the lesion post stent placement. The imaging catheter got caught up in the stent. In an attempt to free the catheter, the physician removed the imaging core of the catheter and introduced a guidewire into the catheter. The guidewire that was already in place in the pt was removed. At this point, the catheter and introduced guide wire were withdrawn without any pt complications..